Event description:
The patient presented with an autocapture (ac) threshold of 3.38 v, 0.5 ms. An ac threshold test with the programmer established a new threshold of 1.5 v, 0.5 ms. A strip showed that the device did not capture while on programmer telemetry. A second threshold test revealed 2.5 v, 0.5 ms. The patient was not pacemaker dependent, had an escape rate of 42 bpm and was not symptomatic. The patient refused an x-ray. The device was subsequently replaced.